Event description:
It was reported that there was a disconnection between the minicap transfer set and the titanium adapter. The event was further described as ¿came off the titanium adapter while the connecting tube¿ and ¿the catheter was stopped with the clip they got from the hospital¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.